Event description:
It was reported that left hip revision surgery was performed due to pain, mobility difficulty, pseudotumours and stem loosening.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head, modular sleeve and anthology stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup, head, sleeve & stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Intraoperative notes documented; ¿extensive scar tissue and thickened labrum noted. No evidence of metallosis; joint fluid was clear with no signs of infection; the stem was noted to be grossly loose; the cup was well seated no significant wear patterns within the acetabular cup¿. The root cause of the second revision cannot be concluded, however, over-use cannot be ruled out. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.